Manufacturer narrative:
Received one ias8-120lp in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the rubber seal from the sound cap was detached from the sound cap. A likely cause of this issue is the use of excessive force during insertion of instruments through the cannula and/or the insertion of too large an instrument through the cannula. A device history record review could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm), inspect the sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-120lp, 8 mm access port & low profile obturator, was being used during a sacropoplexy procedure on (B)(6) 2024 when it was reported, ¿while retrieving needles at the end of the procedure surgeon and staff noticed that the silicone valve on the airseal sound cap had fallen into the patient's abdomen. The object was retrieved with ease and removed from inside the patient.". The procedure was being concluded and this incident caused a 1-minute delay as the procedure continued without the sound cap. There was no report of injury, medical intervention, hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-120lp, 8 mm access port & low-profile obturator, was being used during a sacropoplexy procedure on (B)(6) 2024 when it was reported, ¿while retrieving needles at the end of the procedure surgeon and staff noticed that the silicone valve on the airseal sound cap had fallen into the patient's abdomen. The object was retrieved with ease and removed from inside the patient.". The procedure was being concluded and this incident caused a 1-minute delay as the procedure continued without the sound cap. There was no report of injury, medical intervention, hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.